Event description:
It was reported that the patient was experiencing inadequate pain relief despite of optimizing the program. The patient underwent spinal cord stimulation (scs) explant procedure. Patient was doing well postoperatively. Product not obtained due to hospital policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-70. Serial number: (B)(6). Batch/lot number: 7075448. Model/catalog description: coveredge 32 surgical lead kit 70 cm. Unique identifier (UDI) #: (B)(4).